Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter was inserted on (B)(6) 2013. During a dialysis treatment on (B)(6) 2013, the dressing was removed and catheter had an exposed cuff. The catheter was then easily removed. There were no obvious signs as to why the catheter fell out. The catheter was pulled and replaced. No pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.